Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 3002806535-2016-00199.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results.

Event description:
It was reported the patient underwent a total hip arthroplasty on an unknown date. During the procedure, the drill bit fractured in the patient and all the pieces could not be retrieved. There was no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The patient underwent an initial procedure on unknown date. The patient underwent a revision procedure on (B)(6) 2016 due to unknown reasons.

Event description:
During a revision procedure, the drill bit fractured in the patient and all of the pieces could not be retrieved. There was no delay in procedure.